Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device could not be interrogated. Device transmitted to hmsc (B)(6) 2024 and showed battery status of bos / 100 percent. Device remains implanted.